Event description:
Caller stated the adhesive that sticks the sensor to her daughter's skin formed a rash causing irritation, erythema (lasting 2 weeks after removal), and itching. Caller changes sensor every 10 days as indicated. Caller reported device concerns to manufacturer. Manufacturer stated they haven't changed the adhesive formula and are unaware of the cause of the reaction.